Event description:
It was reported during a lv pvc ablation procedure, transeptal access was obtained using fluoroscopy, ice and a 10f fastcath introducer. The physician experienced difficulty in keeping the pt sedated and still on the table. After successfully mapping and ablating two of three different pvc morphologies using a cool path catheter, the pt's blood pressure dropped and hr decreased. The physician checked for cardiac tamponade via ice, and noted a pericardial effusion. Protimine was given along with a dopamine drip and a pericardial tap was performed. Approximately 500cc of blood was extracted from the pericardial space. The pt left the lab in stable condition.

Manufacturer narrative:
Continuity and resistance testing of the returned catheter revealed no anomalies. Steering force of the catheter was within specification. The catheter passed ablation simulation testing, but failed the flow rate test as a small amount of saline was noted to leak from the catheter handle. Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. As cardiac perforation is a risk associated with any cardiac ablation procedure, it is not possible to determine if the handle leak found during investigation in this case contributed to the reported pericardial effusion. Date report submitted to FDA by manufacturer: 11/09/2010. Date the initial reporter provided the info to the manufacturer: 10/11/2010.